Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: the review of the black box showed evidence of unexplained power reboots. The pump intermittently powered on with the returned battery cap. The battery cap threads were damaged. A test battery cap was used for all testing. The battery compartment was cracked. The battery compartment threads were damaged. The pump was exercised with a test battery cap for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump cover was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the pump casing was noted to be cracked. The pump powered on with a test battery cap to a discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged intermittent power issue and damage to the battery compartment. In addition, it was reported that at the time of the power interruption, the yellow o-ring visible at the battery cap. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.